Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the analysis results found no anomalies. It was also found that the proximal conductor was distorted at the electrode end. Blood / body fluid was found on all conductors throughout the lead. There was blood/body fluid on the helix/lobe mechanism. In addition, the lead was stretched. The full lead was returned in segments.

Event description:
It was reported that a ventricular pacing lead perforated the pericardium. The lead was explanted and replaced. No further patient complications were reported as a result of this event.